Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device has not met specifications. The product was not used for patient treatment. The product had caused the reported failure. Visual evaluation of the returned sample noted one unopened (with original packaging), channel drain. Visual inspection of the sample noted a piece of hair found in the sealed packaging. A potential root cause for this failure could be defective / contaminated components from supplier. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. The actual/suspected device was evaluated.

Event description:
It was reported that hair was found inside the unopened package of sterilized wound drain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that hair was found inside the unopened package of sterilized wound drain.